Manufacturer narrative:
(B)(4). Batch # u5c30a. Additional information requested and received: could you please clarify if there were any patient consequences? No; sutures were used to repair area of leak. Had a difficult time releasing after firing device. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. The surgeons do not fire the device, they help to position and a certified scrub tech fires and the surgeon removes. There was a new scrub tech who fired the device in the sigmoid colectomy case. Bubbles were seen with the leak test. This was repaired with suture. Four ½ turns is used when releasing the powered device. There was no report of malformed staples or concerns with the integrity of the tissue per the surgeon. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present, the green check mark was illuminated upon the insertion of the battery and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Further analysis shows that it was determined that the shroud weld seam separation around the battery did not impact the function of the device since the battery was held in place during the testing and the battery functioned as intended. No conclusion could be reached on what caused the weld seem separated noted during the visual inspection. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid colectomy there was an intraoperative anastomosis leak. The distal donut was incomplete. They repaired it with sutures.